Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a loss or change of therapy. The patient had knee surgery some time at the end of (B)(6) 2016 or the beginning of (B)(6) 2016 and may have turned her stimulator off. The caller had indicated the device was not working. She could not feel stimulation and when she tried to increase stimulation, she would get an error message. During the call, it was confirmed the therapy was off. The therapy was turned on with the help of a representative and the situation was resolved. The caller was able to feel stimulation after having turned on her implant with her patient programmer. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.